Event description:
The company was informed that the pt developed a hematoma a couple of days after the implant surgery. The pt underwent a mastoidectomy. The pt continues to be monitored by the hosp.